Event description:
The rptr did back to back blood glucose testing, using separate fingersticks. The results were 106 and 142 mg/dl. Rptr did not have any symptoms. On follow up, the rptr confirmed that rptr checks the test strip for a blue confirmation dot, and stated that the vial of strips did not show the blue color. Rptr cleans the meter on a regular basis, and rptr's technique of applying blood, as described, is accurate. Rptr inserts the strip all the way into the meter. No harm was alleged.